Manufacturer narrative:
The device casing was opened and an external power source was connected. Electrical measurements identified a high current drain. The device's battery was depleted at 0.45 volts. An x-ray of the device's transformer was completed and no anomalies were identified. Visual inspection of the device's transformer identified internal component damage. Detailed analysis determined that the inability to interrogate this device was due to a high current drain and depleted battery. This high current drain would have caused heating of the battery, loss of telemetry and device function. The root cause was attributed to an internal short within the transformer which resulted in damage throughout internal circuitry.

Event description:
Boston scientific received information that this health care perfessional (hcp) contacted technical services to report that this patient was admitted to the emergency room (ER). The patient was experiencing a lot of discomfort and swelling at the pocket site and the hcp described a "burning sensation" in his chest. The device had been implanted in (B)(6) 2010 and now could not be interrogated. Although additional troubleshooting measures were undertaken, the device could not be interrogated. Additionally, no beeping tones were generated following application of a magnet. Technical services discussed immediate device replacement and return for laboratory testing. The patient did recall walking through a court house metal detector a few weeks prior to the ER admission. The device was explanted and was received at boston scientific's return product department for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the clinical observation of no telemetry was confirmed. The device is undergoing detailed analysis to determine root cause.